Manufacturer narrative:
A review of the manufacturer's 2014-2015 complaint file identified this event as reportable 06/23/2015.

Event description:
Patient was using high-flo subcutaneous safety needle set, model number rms3-2609, with rms' freedom60 syringe infusion system, model number f10050. Upon the completion of infusion, patient removed administration set but could not remove one of the three needles. The needle the patient could not remove was in her the right side of her abdomen. Patient went to the emergency room, the needle was removed, and patient was discharged the same day. Emergency department discharge plan indicates patient was advised to resume prior care plan. The patient indicated that there was one other occasion in which she had difficulty removing a needle from her right abdomen. Suspect device was returned and evaluated. Device conforms to specifications. The patient was contacted again on 06/23/2015. No additional problems were indicated.